Event description:
Revision surgery required. The pt who had his bha, primary surgery in 1999 with stem, cup, lfit morse taper head, and smooth collar had a revision surgery on (B) (6) 2006 to replace the cup.

Manufacturer narrative:
As part of a quality system improvement plan (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (revision surgery required) and product code unk.